Manufacturer narrative:
(B)(6). As reported, the patient was enrolled in a clinical study (B)(6). The patient had a 120/150 smart sfa 6 x 150 stent implanted in the superficial femoral artery during the study index procedure without any reported issue. The target lesion was superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis, moderately calcified and mildly tortuous. Approximately seventeen months after the study index procedure, the patient experienced serious ischemia. Thrombus was found in the stent and restenosis by the thrombus at the stent edge was also noted by angiography. No treatment was conducted because the patient's systemic condition got worse and he changed hospitals. No additional information is available because it occurred in another hospital. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851087 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery/vascular disease. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. There are possible patient, pharmacological, and vessel factors (100% stenosis, moderately calcified and mildly tortuous) that may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6). The patient had a 120/150 smart sfa 6 x 150 stent implanted in the superficial femoral artery during the study index procedure without any reported issue. The target lesion was superficial femoral artery (sfa). The lesion was reported to be: a 100% stenosis, moderately calcified and mildly tortuous. Approximately seventeen months after the study index procedure, the patient experienced serious ischemia. Thrombus was found in the stent and restenosis by the thrombus at the stent edge was also noted by angiography. No treatment was conducted because the patient's systemic condition got worse and he changed hospitals. No additional information is available because it occurred in another hospital.